Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4. D9. H3, h4, h6: part # 03.037.017. Lot # 9590747. Release to warehouse date: 31 jul 2015. Manufactured by bettlach. No ncr's were generated during production. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the blade/screw guide sleeve (part# 03.037.017, lot# 9590747 qty# 1) was returned and received at us customer quality (cq). Upon visual inspection, it is observed that the threads of the device were damaged hence causing the complaint condition. No other issues were found with the device. Functional test: a functional test was performed with the returned devices. The buttress/compression nut would not thread onto the blade/screw guide sleeve. Can the complaint be replicated with the returned device(s)? Yes. Dimensional inspection: protection / guide sleeve (manufactured to). B-b outer diameter : result: pass. Truncated major diameter : specification result: pass . Document/specification review: the following drawing(s) were reviewed: - protection / guide sleeve (current and manufactured to). No design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for the blade/screw guide sleeve (part# 03.037.017, lot# 9590747 qty# 1). While a definitive root cause could not be identified for the reported issue, it is possible that the device was subject to external forces causing the damage on the threads. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the buttress/compression nut would not thread onto the blade/screw guide sleeve. The issue was noticed when doing in service for the sterile processing department. There was no patient involvement. This complaint involves 2 devices. This report is for (1) blade/screw guide sleeve. This report is 2 of 2 for (B)(4).